Manufacturer narrative:
The insulin pump had an unresponsive buttons due to moisture damage on keypad trace. The insulin pump was unable to perform displacement test, self-test and error test due to unresponsive buttons. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer reported that the insulin pump also has an unresponsive keypad. Customer reported that the insulin pump alarmed motor error on her back-up pump. Customer's blood glucose reading was 116 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.